Manufacturer narrative:
One cadd-legacy 1 pump was returned for analysis in good condition. The device was powered up and alarmed ec 1720 which is an issue with the back-up capacitor. The back up capacitor will be replaced to resolve the issue.

Event description:
Information was received that the cadd legacy pump had error code 1720. No reported adverse effects.